Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with guidance from technical support, including cleaning the pump's pneumatic tap area, and successfully resolved the issue by reloading the same cartridge and resuming insulin delivery.